Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: a visual examination identified that the catheter shaft was separated from the pod when returned from the customer site. The guidewire was stuck in the catheter shaft. The guidewire lumen and the catheter shaft were checked for damage. The tip was dissected to further investigate the sticking issue. It was noticed that the bushing in the tip was full of teflon which had scrapped of during the procedure. When the teflon sticks in the bushing this will cause the guidewire to stick in the device. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The jetstream device dfu lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported the catheter got stuck on the embolic protection device. After using a jetstream xc atherectomy catheter over a non bsc filterwire for an atherectomy treatment procedure, the jetstream device could not be separated from the wire. The jetstream device and wire were removed from the patient together. The procedure was completed successfully with this device with no complications reported. The patient status was fine.